Event description:
It was reported that the wake button was delayed in responding to touch. There was no impact to the customer¿s blood glucose due to the reported issue. Reportedly the customer continued to use the pump for insulin therapy.